Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated condition without its original packaging. Visual inspection found the sample was found to be missing the blue clip, no other defects or discrepancies were found that would prevented the sample from functioning properly. Functional testing was unable to confirm or replicate the reported event. The device passed accuracy testing. Root cause was unable to be determined as the reported event was unable to be confirmed. A DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that the patient experienced an under infusion. Remainder of medication bag after 24 hour dose had approximately 52 ml remaining in a 310 ml bag. The patient did not receive any of the dose. There was no medical intervention needed. There was no patient injury reported.